Manufacturer narrative:
Upon review, this report was determined to be a duplicate of MFR report # 0001811755-2019-02793 and 0001811755-2019-02794.

Event description:
The user facility reported that the device overheated during a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.